Event description:
It was reported that a vns patient experienced an infection after vns implant surgery at the incision sites. At the moment, the cause or cultures of the infection are unknown as good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
This model light is the subject of a 2010 obsolescence notice to customers which states that steris can no longer fully support the light because of its discontinuation in 2003 and certain critical replacement parts are no longer available due to technological obsolescence. Engineering estimates set the normal life expectancy of this model light at approximately 7 years based on conditions of use and average loading on the device. The light that was subject of this report was in service for 8 years at the time of the incident. Steris offered refresher in-service training to the user facility, however they have refused any additional training.

Event description:
A wall mounted controller for operating room lights began to smoke while a patient was on an operating room table. The facility reported that there was no injury to the patient, but the procedure was delayed while the patient was transferred to another o.r.

Manufacturer narrative:
A steris service technician inspected the lights and controller and found that the wall controller had a damaged capacitor on its control board, causing the controller to smoke. The steris technician noted the last preventative maintenance for this light and controller was performed by steris approximately 2 years ago. The light and controller are currently maintained and serviced by the facility's biomedical department. The steris technician performed preventative maintenance on the lights and controller, which included replacing the brushes and main fuse holders, soldering the connections, tightening the rotary switch connections and checking the voltages. The service technician also replaced the controller cover and board, after which the repaired lights and controller were placed back into service. Steris will offer the hospital training in the proper maintenance of this equipment.